Manufacturer narrative:
Device received not deployed with the slide insert not visible in the viewing window. Data downloaded from the device indicates a rotational sensor malfunction occurred during the first priming sequence. This resulted in an early completion of the priming sequence, after which the device had not run enough pulses to deploy. The device was reset and paired with a pdm. The device deployed during the priming sequence. A 5u bolus was successfully delivered. Data downloaded from the rerun contained no issues. The needle mechanism was reset and successfully deployed. The drive mechanism and commutator cap were inspected and no damages or defects were found that would cause a rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.